Event description:
It was reported by a manufacturer sales rep that the handpiece was overheating. There are no reports of any pt involvement, and no adverse consequences have been reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was the rotor stuck in the motor. Those parts were each replaced along with the motor housing, bearings, nose cone, and bearing stop. Service did a clean, lube, and adjust to the device, and it was repaired and returned.